Event description:
(B)(6).

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The patient was unable to adjust stimulation, and her programmer showed the "call your doctor" icon as well as a por (power on reset) condition. Patient had a new device implanted, and the power went out in her house last night. Additional information was requested.

Event description:
It was reported by the affiliate that during a rectum carcinoma procedure, the instrument could only be fired with application of excessive force. The staple line was okay. Then the circular stapler was taken, the staple line was okay and there was control of the anastomosis with blue liquid and rectoscopy which was okay. The second day after operation complications with anastomosis, got insufficiency, did a laparotomy and at twelve o'clock the anastomosis was open. The procedure was converted to open. According to the sales rep, suspicion is that the staple line was under tension as the carcinoma was very deep and only less tissue left for anastomosis. Sales rep fired the used instrument with a new cartridge to demonstrate surgeon that the instrument itself was ok. The reload was discarded. Additional detail has been requested.

Manufacturer narrative:
(B) (6): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as no reload was returned for analysis.